Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014. According to the complainant, the patient was reported to have a cardiac stent and was obese. On (B)(6) 2014, the patient underwent his third bronchial thermoplasty treatment to the left and right upper lobes . Following the bronchial thermoplasty procedure the patient was released from the clinic free of bronchospasms and was in stable condition. On (B)(6) 2014, the patient experienced coughing, dyspnea and wheezing. The patient was admitted to a local emergency room and expired several days later. No autopsy was performed, therefore the cause of death is unknown. The physician reported that the cause of death was ¿likely cardiac¿, because of the patient¿s cardiac history and sudden decompensation with asystole. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, the patient was reported to be over 18 years old. The exact death date is unknown, although it was reported to have occured several days after the procedure on (B)(6) 2014. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.